Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection, pimple with pus, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approximately 4 months after injection to the "middle face" and "chin bone area" with unspecified juvederm voluma, the patient developed an infection "with a little pimple right side of the chin" which emptied but then the "whole area" began to swell. Patient was treated with an antibiotic while traveling abroad. Subsequently , the left side began to swell as well. Upon patient's return home they were treated with dalacin. A month after symptom onset the patient returned to clinic and the physician took "out some pus." The patient was additionally treated with hyaluronidase and betapred. A lymph drainage treatment was also performed. The swelling is ongoing and "the pimple has now pulled down in to tissue. No pus can be [taken] out only clear liquid."